Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronics assembly. The insulin pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. We were unable to perform the displacement, rewind, basic occlusion, occlusion, excessive no delivery and prime test due to blank display. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump had moisture damage. The customer stated the insulin pump had exposure to pool water. The customer was in vacation and went into the pool with her insulin pump. She realized two minutes later, the insulin pump beeped and now is not working. The customer installed a new battery and screen is still blank. The insulin pump vibrated without an alarm or alert. The customer stated the display went blank immediately after the pump was exposed to moisture. The customer's blood glucose was 145mg/dl. The customer is currently taking lantus and humalog. Customer has been using lantus, blood glucose was in the 300's mg/dl. Customer declined high blood glucose troubleshooting. The customer opened the battery compartment it was not wet, but when she opened the reservoir compartment it was wet. Advised to discontinue the use of the pump and revert to back up plan.